Event description:
It was reported that the device was found to be in backup mode when patient presented to the hospital. The patient experienced syncope. No known intervention was done. The patient¿s condition was stable.